Event description:
Inserted 22# piv. Unable to retract needle or advance catheter off of needle. Had to take entire IV out. Upon removal, attempted again to retract needle and needle would not retract. Put entire unit into sharps bin. Bd insyte autoguard bv, 22ga x 1.00in, lot#3075853, exp: 2026-02-28.